Event description:
It was reported to manufacturer, by facility, (B)(6), per facility they were transporting a resident and somehow while she was in the sling, she slipped within the sling. Resident was taken to the hospital with a dislocated shoulder. Facility has requested that a company representative come there to do an in-service and check out the lift. Per manufacturer, this in-service and eval of said lifter did happen. Sales rep eval findings are as follows: the injury that occurred was while using a non hoyer sling that is not designed for our 6pt cradle system. Facility was pleased with the in-service and training. Facility acknowledged this incident was caused by staff error and using another manufacturer sling on our lift. "Verbage stated in the mfg warning section w/in user/service manuals warning: using other manufacturers' parts and accessories on hoyer products is unsafe and may result in serious injury to pt and/or attendant. Use only hoyer manufacturers products."

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 318 mg/dl and 128 mg/dl. Customer ate some crackers as a result of the high 318 reading. No adverse event reported. Requested return of suspect device and replacement was sent.